Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: when she woke up this morning she was vomiting and was extremely thirsty. Reports she pressed ok on her pump and the screen was blank. Reports replace battery came up on the pump, after she put a new battery in the screen was still blank. Reports the pump sounds are working. Reports since the pump wasn¿t working, her meter wasn¿t working and she wasn¿t able to check her blood glucose (bg). She took 6 units humalog by syringe, called her health care provider (hcp) who called her in a prescription for lantus. Patient reports no damage to the pump, no moisture or corrosion. Battery cap is tightened all the way with no yellow o ring showing. Reports she hasn¿t been able to check bg, but has no symptoms now. This complaint is being reported as the patient experienced hyperglycemia and the display issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/25/2014 with the following findings: the pump powers ¿on¿ and displays ¿verify¿ screen, the display has a pinkish tint. Tdd add up correctly and reflect the basal program target. The battery compartment and cap are undamaged and able to fit securely. The pump powers ¿on¿ and displays ¿verify¿ screen, the display has a pinkish tint. The unit was primed and exercised for 24hr correctly, the pump passed a delivery accuracy test. Unrelated to the complaint, he keypad rubber is torn at ¿down¿ button, all buttons respond properly, the keypad was removed, no contamination was found to the key¿s contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.